Manufacturer narrative:
Information from follow up was received with the serial number, implant, and explant dates. The complaint was previously reported in regulatory report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Postural conversion computed tomography for the diagnosis of pneumopericardium due to perforation by the active atrial lead internal medicine. 2020; 59(4):541-544. 10.2169/internalmedicine.3729-19. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The authors discussed a case about a patient that presented with dyspnea and chest pain two weeks post implant. A chest x-ray revealed a right pneumothorax due to perforation of the atrial lead. Additionally, a computerized tomography scan showed there was pneumopericardium and pleural effusion. An echocardiogram detected a slight pericardial effusion. An intercostal tube was inserted, blood was drained, and the patient received a blood transfusion. Chest drainage was continued, and resolution occurred spontaneously. Following, the lead was removed. The disposition of the lead is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.